Event description:
During puc the unit had a hi airway pressure alarm and o2 concentration was below settings. The biomed department troubleshot and found the o2 gas module to be the fault. The gas module was replaced and the unit tested within specifications and returned to service. The bad gas module was discarded. No patient injury occurred. This report was generated from a service report screening.